Event description:
A technician reported that during a lasik flap procedure, the laser completed the flap but a gas bubble escaped from the flap at the ent of the treatment. The patient's flap was observed following this and the surgeon determined not be proceed with lifting the flap and the subsequent treatment.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).